Event description:
Healthcare professional reported "bloody discharge from the right nipple, redness of the right breast, leaking of the mammary implant" and "silicone laden lymph nodes," ultrasound confirmed. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking of the mammary implants" and "silicone laden lymph nodes,".

Event description:
Healthcare professional reported "bloody discharge from the right nipple, redness of the right breast, leaking of the mammary implant" and "silicone laden lymph nodes," ultrasound confirmed. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: two openings observed on the posterior side assessed as surgical damage. Nipple discharge: unable to observe as it is a medical event not related to the device. Erythema: unable to observe as it is a medical event not related to the device. Migration: unable to observe as it is a medical event not related to the device.

Event description:
Healthcare professional reported the device had been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.